Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph revealed evidence of a ruptured bladder (solution in the device housing). The reported condition was verified. The cause of the condition could not be determined; however, the probable cause is manufacturing related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the ¿elastic reservoir¿ (bladder) of a small volume folfusor ¿was snapped¿ (ruptured). The issue was identified during filling prior to use on a patient. There was no patient involvement. No additional information is available.